Event description:
On 06/18/2025, a sales representative reported via email an issue involving the ar-1788j-cp internal brace implant system. The 2.7 mm drill bit encountered a problem while a k-wire was utilized in the talus. While drilling, the tip of the drill bit and the end of the k-wire broke within the patient¿s bone. They were able to retrieve the remains, and everything was removed from the surgery site. The 4.75 mm swivelock and 3.5 mm swivelock anchors remained implanted in the patient. This was discovered during a deltoid internal brace procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the drill bit and guidewire tips were broken and broken fragments were noted to have been retrieved. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the devices due to applying excessive mechanical forces and/or prying/leveraging the devices during use.